Manufacturer narrative:
The actual product involved w/the incident reported has not been returned. Method/results/conclusions: the actual product involved w/the incident reported has not been returned. No inventory available for the finished good lot reported, therefore, no product evaluation can be performed. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory w/out quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, MFR'g and the final inspection processes. Dehiscence is a known risk w/any suture material. The most probable root cause for post operative dehiscence can not be determined w/certainty based on the information provided. Item #sxpd2b411 stratafix spiral pdo knotless tissue control device, (B)(4).

Event description:
It was reported: "the surgeon opened the wound and found the suture was broken into 4 parts. The surgeon has to make the second surgery. The patient is still in the hospital for further observation. There was no adverse patient consequence reported." (B)(4).